Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant oss311 at tooth sites 15 fractured and was removed completely.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. The osseotite® implants 3.75 x 11.5mm was not returned for investigation. Therefore, visual evaluation could not be performed. Upon product returned, cmp and pce will be reopened and updated accordingly. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. Pre-existing condition noted on the per is high bone density type I. The reported devices had been placed on tooth # 15 (fdi) for approximately 10 years. X-ray or picture images were not provided. Device history record (DHR) review was completed for the subject lot number: (2009021458). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number: (2009021458). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction and the reported event could not be verified. H3 other text: product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Two osseotite® implants 3.75 x 11.5mm (oss311 x2) were returned for investigation. Visual evaluation of the as returned products identified that they were severely fractured/damaged. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the devices were fractured. Pre-existing condition noted on the per is high bone density ¿ type I. The reported devices had been placed on tooth # 15 & 16 (fdi) for approximately 10 years. X-ray or picture images were not provided. Device history record (DHR) review was completed for the subject lot number (2009021458). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (2009021458). No other complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.